Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was successfully implanted in a patient. Post-procedure, the patient complained of chest pain. An urgent stent implantation was performed to treat the left anterior descending artery (lad), and a chimney stent was placed in the left main trunk (lmt). There is no allegation of malfunction against the abbott device or procedure, and the patient did not exhibit any other clinical signs or symptoms during or after the event. Additionally, there was no initial or prolonged hospitalization related to the event, and no difficulty was encountered during the implantation of the 27mm navitor vision valve. The implanting physician believes the patient¿s chest pain was caused by the elevation of the native valve leaflets due to the expansion of the 23mm navitor vision valve. The patient was stable at the time of report.

Manufacturer narrative:
An event of chest pain post successful navitor implant was reported. Also reported that the implanting physician believed the chest pain was caused by the elevation of the native valve leaflets due to the expansion of the navitor valve. Information from field indicated that there was no initial or prolonged hospitalization related to the event, and no difficulty was encountered during the implantation of the navitor valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported angina occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention is due to stent implantation to treat the left anterior descending artery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.